Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 3. Details of surgery: Primary stability not achieved and Implant surface not completely covered with bone. On (B)(6) 2026 non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.